Manufacturer narrative:
Code c20 ¿ a review of the manufacturing records for the device could not be performed as item and lot/serial numbers were not available. Code 20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, this patient underwent an emergency endovascular treatment for a rupture of an abdominal aortic aneurysm using two gore® excluder® aaa endoprostheses (item and lot numbers were requested but not available). On (B)(6) 2022, follow-up examination reportedly revealed a suspected type ib endoleak on the patient's right side. On (B)(6) 2023, a reintervention was performed whereby the right external iliac artery was embolized, and a contralateral leg endoprosthesis was implanted to extend distally into the right external iliac artery. Reportedly, no endoleaks could be clearly identified by angiography during the procedure. The patient tolerated the reintervention.